Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and properly reloaded/restored. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.